Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient ¿had to go in because they couldn't find the port.¿ the patient¿s current pump system was being used to infuse methotrexate and baclofen (unknown). The specific medications in the previous pump system were unknown, and no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.